Event description:
Reference number (B)(4). Event occurred in sweden it was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The set had been in use for less than 24 hours. No further information is available.